Manufacturer narrative:
The patient weight was not provided, but requested. Device unique identifier(UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 6 months. Though requested, the product disposition was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2013. On (B)(6) 2017 at approximately 10:00 pm, it was reported that the patient experienced a frontal/sinus headache. The headache reportedly improved with oral tylenol and the patient went to bed. At approximately 02:00 am, the spouse found the patient confused, leaning off the bed and needing to go to the bathroom. The patient¿s speech then became unintelligible and the patient had fecal incontinence. The patient was transported to a local hospital and was unresponsive upon arrival. A head CT scan revealed a large right fronto-parietal intraparenchymal hemorrhage with intraventricular extension and midline shift. The patent's laboratory values included a creatinine level of 5.6 mg/dl (baseline 2.3-2.4 mg/dl), platelet count of 1.54 x10^5/ml, hemoglobin 7.5 gm/dl. The inr was 1.39 despite not being on any anticoagulation therapy. Vitamin k was administered. The patient was intubated and transferred to the implanting center for evaluation. Upon arrival, the patient was supported by ventilator assisted valve, the heart rate was in the 60¿s bpm, and blood pressure was 110/80¿s mmhg. The patient remained unresponsive to pain or verbal stimulus with fixed pupils, but gag and corneal reflexes were positive. Extensive intraparenchymal hemorrhage was confirmed with blood filling the ventricles. The hunt and hess scale grade was 5 with only brain stem reflexes. Comfort care was initiated per the family¿s decision and the patient expired. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported large right fronto-parietal intraparenchymal hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.